Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Customer may continue to use the pump.